Event description:
The event is reported as: the suture broke when the surgeon was pulling on both ends of the suture to perform the knot. No adverse pt effects reported. The pt status following the procedure was stable.

Manufacturer narrative:
Eval method - device history record review. Result - the device history record review for the reported lot number was conducted. No issues or discrepancies were found which could potentially relate to the complaint reported. Conclusions - no eval will be performed. No conclusion can be drawn.